Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID unk-nv-cragg-mc (unknown); product type: ; implant date n/a; explant date n/a citation: konstantinou, n., argyriou, a., dammer, f., bisdas, t., chlouverakis, g., torsello, g., tsilimparis, n., & stavroulakis, k. Outcomes after open surgical, hybrid, and endovascular revascularization for acute limb ischemia. Journal of endovascular t herapy 32(5):1499-1507 2025. Doi:10.1177/15266028231210232 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: outcomes after open surgical, hybrid, and endovascular revascularization for acute limb ischemia. The time frame of this study was: april 2010 to april 2020. Multiple manufacturer¿s devices were used in the study population. In total, 395 patients were treated during the study period. Surgical treatment was preferred in 150 patients (38%), 147 by endovascular treatment (et) (37.2%), and 98 by hybrid treatment (24.8%) which was defined as any combination of open surgical and endovascular techniques during a single procedure. Endovascular revascularization consisted of catheter-directed thrombolysis (cdt), pharmacomechanical thrombectomy (pmt), aspiration thrombectomy, rotational thrombectomy and adjunct procedures, including angioplasty, stenting, and/or atherectomy. The following medtronic devices were used: cragg-mcnamara catheter for cdt. Cdt was the sole procedure performed in 25.2% (37/147) of the cases in the et group. Cdt was also used in conjunction with endovascular thrombectomy in 24.5% (36/147) of the cases in the et group. It was not reported how many hybrid cases involved cdt. Deaths occurred in the study population. The exact causes of death are not specified, but 44 deaths occurred within 30 days (surgery: 25; hybrid: 14; endovascular: 5). Among patient adverse events included in the et or hybrid groups: amputation (19/245), reintervention (62/245), major adverse cardiac and cerebrovascular events (macce) (22/245), stroke/transient ischemic attack (2/245), re-occlusion (26/245), wound infection (14/245), distal embolization (19/245), acute kidney injury (5/245), intracranial bleeding (2/245) no further information was provided pertaining to medtronic products.